Event description:
Boston scientific corp was made aware that during a middle cerebral artery aneurysm procedure, prior to stent deployment, the subject device perforated the vessel wall. The procedure was unsuccessful and the pt died.